Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was concerned about their pacemaker pacing below the set parameters. Per a call to the follow-up physician, the patient was seen (B)(6) 2011 and the device technician did not see anything wrong with the device. The patient is scheduled to be seen in three months. The device remains in use. No patient complications have been reported as a result of this event.